Event description:
Reporter indicated that the vns therapy system was "not working" for a pt. Attempts to the reporter for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure cannot be ruled out, but did not cause or contribute to a death or serious injury.